Event description:
Event description guidant received information that upon interrogation this cardiac resynchronization therapy defibrillator (crt-d) displayed an out-of-range telemetry message. Multiple attempts to interrogate the device were unsuccessful. Ultimately, the crt-d was explanted and will be returned to guidant for analysis.